Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with ketones. Bg value was not provided. Subsequently, the customer was hospitalized. The customer alleged that there was an issue with the pump; however, specific issue was not provided. Reportedly, the customer was filling the cartridge with insulin 3-4 days prior to using the cartridge with the pump. The customer was informed of insulin labeling; however, continued to allege that the pump was not functioning properly. Bg was treated with intravenous insulin. Reportedly, customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. The customer reverted to an alternate pump for insulin therapy.